Event description:
Major pump unit(s) involved: drive unit failure. Additional text: bend relief slightly off axis (last xr 4/16). Specific component(s) involved: outflow graft malfunction/malposition. Additional text: bend relief slightly off axis (last xr 4/16). Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): unknown. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specify component(s) involved: outflow graft malfunction/malposition.